Manufacturer narrative:
H6: work order search: no simliar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -6.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024, the lens was removed due to halos. The problem was resolved. Cause of the event is unknown. It is reported that the patient sees halos constantly and wanted the lens to be explanted. The patient is now happy.

Manufacturer narrative:
(B)(4).